Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified mentor gel breast prostheses that both ruptured post implantation. The patient¿s doctor suspects bilateral rupture. MRI confirms right breast prosthesis rupture. Additionally, the patient was diagnosed with baker grade IV capsular contracture in the right breast. As a result, the patient underwent bilateral explantation and replacement with unspecified gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 17-jun-2022, mentor received additional information about the event. The mentor failure analysis lab received two mcghan gel breast prostheses for this complaint. Mentor became aware that these received implants are the suspect medical devices. Since the suspect medical device was not manufactured by mentor, no analysis is required and no additional medwatch reports will be submitted from mentor for this event. Manufacturer¿s reference number: (B)(4).